Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) has been completed. Upon eval, a damaged solder joint was found between the ECG dome and j7 on the ECG c pca. The cause of the fall-off test failure was the damaged solder joint. The root cause of the damaged solder joint was unable to be positively identified. No adverse event resulted from the damaged solder joint. The last pt to use this belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the fall-off test. The last pt to use this belt did not report any deficiencies.